Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was 940 mg/dl. The customer was treated with intravenous drip to treat hyperglycemia. The customer's doctor stated that they sent home to customer with needles. Insulin pump had crack around where battery was for a long time. The device will not be returned for analysis.